Manufacturer narrative:
(B)(4).

Event description:
In 2009, it was reported that the pt's legs were weak and his feet hurt. The pt's medication dosage was slowly being increased. The pt had more pain than normal with this pump. About (B)(6) later, the pt began experiencing increased baseline spasticity, leg weakness, and gait changes. He felt like he was losing his feet. It felt like he was getting shocked. The pt used crutches to walk. He had several falls. The pt was in contact with his hcp. No diagnostic studies had been done by the time of the report. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.